Event description:
As it was reported by the affiliate: during positive pressure, it was noted that the hub of the cypher leaked. Per the reporter, there was no crack and the hub appears to have properly fit with the inflation's device. When the product was received, preliminary inspection revealed that the hub is cracked.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.